Manufacturer narrative:
E1 initial reporter phone: (B)(6).

Event description:
It was reported that a catheter issue occurred. The 60% stenosed target lesion was located in the right coronary artery. The opticross ic imaging catheter was selected for ultrasound examination of the target lesion. However, during the procedure, while the device was outside the patient, the device could not be flushed, and it was suspected that foreign bodies within the distal end prevented the flushing solution from exiting. The procedure was completed with another of the same device. There were no patient complications reported and the patient condition following the procedure was stable.

Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed no issues; the device appears to be in good condition. Functional inspection showed that the catheter flushed normally when the imaging core was fully retracted but did not flush when it was fully advanced. Microscope inspection revealed that the device was returned with tubing heat shrink that had wrinkles; however, no damage or failures were observed on the vent hole. E1 initial reporter phone: (B)(6).

Event description:
It was reported that a catheter issue occurred. The 60% stenosed target lesion was located in the right coronary artery. The opticross ic imaging catheter was selected for ultrasound examination of the target lesion. However, during the procedure, while the device was outside the patient, the device could not be flushed, and it was suspected that foreign bodies within the distal end prevented the flushing solution from exiting. The procedure was completed with another of the same device. There were no patient complications reported and the patient condition following the procedure was stable.